Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported by the site that the patient was found lying on back, unresponsive and was taken to local hospital. It was further stated that the patient's symptoms were resolving and patient was responsive and had movement and speech restored. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Pump - (B)(4) - expiration date: 05/31/2012 / device manufacture date: 05/01/2010. Pump (B)(4): (B)(4).

Event description:
It was reported by the site that the patient was found around 5pm lying on back, unresponsive and was taken to local hospital. Patient was placed on heparin drip, preparing to restart coumadin and discussing aspirin. It was further stated that the patient's symptoms were resolving and patient was responsive and had movement and speech restored. No additional information available.